Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Please clarify what is meant by ¿cause rectum to smash.¿ were there any patient consequences? If yes, please explain.

Event description:
It was reported that during an unknown procedure, the product was used properly, but the device did not fire and caused rectum to smash. It is unknown what device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in? Low anterior resection procedure. Please clarify what is meant by, ¿cause rectum to smash.¿ after firing, there were some partial clips around the circle. The clips had to removed separately. This situation caused that the tissue was damaged. Were there any patient consequences? No, there weren't any patient consequences, the patient¿s current condition is well.